Event description:
A customer contacted baxter technical service center wanting to drain while using the home choice system. The home patient stated that his patient line extension became disconnected. When the home patient got up, he noticed that the patient line was leaking at the connection, so he disconnected the extension line completely. The service representative advised the home patient that it is unsafe to attempt to drain since the line was exposed and potentially contaminated. The service representative further advised the home patient to end therapy and call the nurse for further instructions. The pd nurse was contacted and stated that, as a precaution, the home patient was given antibiotics. All cultures came back negative, so there was no infection as a result of the disconnection. The nurse further stated that the home patient's therapies were going well. No patient injury or medical intervention was indicated at the time of the initial report.